Manufacturer narrative:
Correction required for date received by manufacturer. It was incorrectly reported in initial report was 8/24/2017 however the correct date is 9/21/2017. That is when it was known the patient required vitrectomy procedure.

Manufacturer narrative:
Serial number was not provided. The device remains implanted. (B)(6). Additional patient codes as follows:(B)(4). Based on the information provided related to the medical history of the patient this patient is considered a high risk. Complications during and after surgery include, but are not limited to: choroidal hemorrhage, hyphema, serous choroidal effusion, hypotony, flat anterior chamber, phthisis bulbi, retinal detachment, endophthalmitis, tube erosion, tube touch to cornea, tube block by iris or vitreous, bullous keratopathy, uveitis and diplopia. Baerveldt glaucoma implant is indicated for use in patients (with prior vitrectomy for pars plana) with medically uncontrollable glaucoma and poor surgical prognosis, such as, but not limited to: neovascular glaucoma, aphakic/pseudophakic glaucomas, patients who have failed conventional surgery, congenital glaucomas and secondary glaucomas due to uveitis, epithelial downgrowth, etc. There is no information about what model was used and therefore it is unknown if the device was place per manufacturer's instructions for use (IFU). Citation - fraenkel a, lee lr, lee ga. Recurrent intraocular haemorrhage due to pars plana baerveldt glaucoma drainage device. Clinical & experimental ophthalmology. 2017 (B)(6) 2017. All pertinent information available to the manufacturer has been submitted.

Event description:
A glaucoma drainage device (gdd) was undertaken with the tube positioned in the anterior chamber. Post op day one patient presented with a suprachoroidal haemorrhage and retinal detachment because of vomiting, requiring a 25g three-port pars plana vitrectomy, endolaser and silicone oil tamponade. At 5 months, because of persistent hypotony, the gdd tube was ligated in the anterior chamber with 8/0 nylon. Her intraocular pressure remained at 4- to 5-mmhg on right eye. At 14 months, a vitrectomy was performed to remove the silicone oil. Following this procedure, the intraocular pressure rose to 8¿10 mmhg and the best corrected visual acuity (bcva) was 6/24. Two and a half years after the initial insertion of the gdd, the right corneal endothelium demonstrated pleomorphism on specular microscopy. The sutures around the tube were noted to be close to the corneal endothelium, resulting in localized decompensation. A revision of the tube was undertaken in order to relocate the tube into the posterior segment. Damage to the distal tube from the ligating sutures necessitated trimming the end shorter. This permitted the reinsertion of 3 mm of the tube at a distance of 4 mm behind the limbus. The tube was ligated at the point of scleral entry with 8/0 nylon, secured to the sclera with a 10/0 nylon cross-over suture and covered with a full-thickness scleral patch. There was a persisting hyphema and hypotony for 5 days after this revision; thus, an anterior chamber washout and partial fill with sodium hyaluronate 3.0% was performed. The hyphema recurred, and by day 17, the bcva dropped to perception of light only. A further vitrectomy was performed. Intraoperatively, the end of the tube demonstrated a friable vascular mass consistent with a granuloma. The bleeding tissue around the tip of the tube was resected with a vitrector and cauterized with intraocular diathermy, and the remaining mass was recessed to the base of the tube. No further haemorrhages occurred. At 9 months follow-up, her bcva was 6/36 and intraocular pressure was 6 mmhg.